Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a single day infusor ruptured during storage. The device was filled with 600 mg of fluorouracil diluted with sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured january 26, 2016 ¿ january 29, 2016. The device was received for evaluation. Visual inspection identified a pool of liquid inside the housing of the device, indicating a leak had occurred but no evidence of rupture was found on the reservoir. The reservoir had separated from the set-cap post. The cause of the separation could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.